Manufacturer narrative:
Qc prior to the event was within the laboratory's established ranges. Qc after the event was suppressed with calcium reference drift errors. Prior to service arrival, the customer changed the ca tip. Field service engineer (fse) went on-site and replaced the carbon bridge, both sodium (na) electrodes and cleaned the ise (ion-selective electrode) system. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low calcium (ca) results on 5 patient samples generated by the unicel dxc 600 pro synchron clinical system which were reported outside of the laboratory. When physicians complained of low results, 24 samples were rerun on another instrument in the laboratory obtaining higher results which were amended. Only ca was affected. The 5 patient samples that exceeded assay precision claims were provided by the customer. There was no death, injury or change to patient treatment attributed to or connected with this event.